Event description:
It was reported that during a procedure to treat a perforation in the 5.0 right coronary artery a 4.5x16 graftmaster stent graft was implanted; however, did not seal the perforation as the vessel was larger than the stent graft. Reportedly, the stent graft size selected by cath lab staff was smaller than the vessel size which also contributed to moderate handling during use. The patient was sent to surgery and coronary artery bypass graft was performed to seal the perforation. Reportedly, the patient is improving, was extubated and is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.